Manufacturer narrative:
The reported events were noise and leads being found bond together with scar tissue during extraction. As received, a partial lead was returned in three pieces. The reported event of noise was not confirmed. Visual and x-ray inspection of the lead found damages only consistent with occurring at time of procedure. Electrical testing did not find any indication of conductor fractures while internal shorts were noted due to procedural damage to the inner insulation. All damage noted to the returned lead portions were consistent with occurring at time of procedure.

Event description:
Related manufacturer reference number: 2017865-2021-03424. It was reported that the patient presented to the hospital for a device change out and lead revision procedure. Upon examination of the lead, it was noted that the right ventricular (rv) lead was exhibiting noise. While performing rv lead revision procedure, the physician noted the rv lead was bound to the right atrial (ra) lead with scar tissue. Both ra and rv leads were explanted and replaced in the same procedure on (B)(6) 2022. The patient was in stable condition before, during and after the procedure.